Manufacturer narrative:
(B)(6) follow up MDR for device evaluation (injector): no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material#: 515052, 515070, lot#: unknown. It was reported by customer that phaseal disconnected from patient where connected to the broviac line. Both phaseal pieces were still connected. Small spill on ground next to pump. Event date: 03/13/2025. No harm. Patient female 2 years of age. No saved product. Product description: injector and connector pieces. Brand/manufacturer name: bd phaseal optima. Product/manufacturer item#: 515052, 515070. Event summary: around 1037 this rn was called to patients room stating, "something came disconnected". Upon entering, this rn noted phaseal disconnected from patient where connected to the broviac line. Both phaseal pieces were still connected. Small spill on ground next to pump. Mom says line was disconnected for 2-3 minutes. Running at the time was normal saline with calaspargase pegol-mknl y-sited in.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.